Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery incorrectly displayed issue was verified, but the battery hot to the touch issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level. It was reported that the battery gauge was fluctuating. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.